Event description:
This female presented in my office after one week of eye pain. She is a soft contact lens wearer. She has a history of dry eye and had been intolerant to contact lens wear, but I refit hear in a silicone low water content lens 9 months before. She presented with a large ulcer on her left cornea and some superficial staining. She had been without the contact lenses since the first day her eye started bothering her. She had started self medicating with tobradex and fml that she had rec'd from another eye dr for a previous eye problem. I asked her what care system she has been using and she said optifree. I immediately sent her to a corneal specialist for evaluation.